Event description:
Lead management extraction case for a cied pocket infection. The patient had ra & rv pacing leads (implanted for 192 months). A 14fr glidelight was successfully used to extract the ra lead. During preparation of the rv lead the physician was only able to get an lld #1 inserted into lead but was only able to advance beyond the mid ra area likely due to an old clot or blockage in the lumen of the lead. The extraction began with a 14fr glidelight but progress beyond the tricuspid could not be made so the decision was made to upsize to a 16fr glidelight. While attempting to advance the 16fr glidelight the lld #1 broke at the entry point of the lead body as the sheath was advancing from the innominate to ra/rv junction. Attempts were made to apply sutures to the end of the rv lead to provide a revised traction platform in place of the lld #1. Using the 16fr glidelight multiple attempts were made with increasing pressure to gain advancement near the tricuspid valve area when a rapid drop in blood pressure occurred. A sternotomy was performed providing access to the heart within 8-10 minutes. In the operating room, it was determined that the lead had pierced the tricuspid valve, and was embedded longitudinally in a papillary muscle. Surgical lead removal was quite difficult, requiring over three hours. A perforation in the inferior ra was discovered and repaired. The patient survived intervention.

Manufacturer narrative:
Device was evaluated and it was determined that the lld was likely used beyond its tensile specification of 7.28 lbf exceeding the stress limit. This issue has been attributed to customer misuse.